Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: event date (B)(6) 2021. Event happened during an anastomisis for a proximal coronary artery reattachment during an arterial switch. The suture detached from the needle and another one from the same box was used successfully. There was no significant delay and the procedure was completed successfully. The patient did not experience any complications or issues relating to this incident. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an anastomosis procedure on (B)(6) 2021 and suture was used. During the procedure, the suture detached from the needle during an arterial switch. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 3/24/2022. Additional information was requested, the following was obtained: complaint additional information: it wasn't the needle that snapped, it was the suture detaching from the needle. The customer has received the results of the investigation and we can now consider this complaint closed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.